Event description:
Caller reports pt's blood glucose result was 104 mg/dl on inform system 1 and 47 mg/dl on inform system 2. One hour later caller also reported results of 47 mg/dl and 294 mg/dl obtained on inform system 2. Ten minutes following the result of 294 mg/dl, a result of 13 mg/dl was obtained on an unk meter. Pt had been unresponsive approx one hour prior to the reported results; pt was later treated with an ampoule of d50 based on a lab value of 21 mg/dl drawn at an unk time. Pt's low blood glucose symptoms improved following treatment. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550774, expiration date 11/30/2009). Reference medwatch report for the suspect device used in system 1.